Event description:
It was reported that the patient presented for an implant procedure. It was noted during the procedure that the physician attempted to insert a guidewire into the lead but the guidewire went through the lead and pierced it. The physician alleged a malfunction on the lead as it was not possible to insert the guidewire easily. The physician had straightened the lead prior to inserting the wire. The lead was exchanged. The patient was stable.